Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient appeared in clinic with low voltage alarms and power cable disconnects. After inspecting their equipment, the site noticed both of their power leads looked full or swollen. Their black power lead had a blue tinted bubble forming on it. The site wanted to send the system controller and modular cable to be inspected because there was no visible external damage that would have let moisture in. The modular cable was exchanged due to the oxidation in the system controller. The alarms resolved after the equipment was exchanged.

Manufacturer narrative:
Section d4: model number and catalog number corrected manufacturer¿s investigation conclusion: the modular cable, lot number 7280837, was exchanged and returned for evaluation due to the reported event of oxidation in the system controller. The modular cable was visually inspected, and signs of fluid ingress were not observed within the modular cable. The modular cable was functionally tested and performed as intended throughout all testing. The reported oxidation has been addressed via the controller¿s investigation and did not affect the exchanged modular cable. Review of the device history record for the modular cable, lot number 7280837, showed the device was manufactured in accordance with manufacturing and qa specifications the heartmate 3 patient handbook (section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) and the heartmate 3 lvas IFU (section 2 ¿system operations¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.